Manufacturer narrative:
Date of event: (B)(6) 2018, date of report: 27sep2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a check vent alarm, blower temp high. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 08oct2018. Date of manufacturer: 05oct2018. No parts were replaced; it was suspected that the reported issue was caused by ¿something¿ blocking the inlet filter. As the issue could not be duplicated, the unit remains in service. No parts were returned to philips for evaluation, therefore, a root cause could not be established.